Manufacturer narrative:
Batch review performed on 19 september 2022: lot 185611: (B)(4) items manufactured and released on 25-sept-2018. Expiration date: 2023-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
At about 1 year and 11 months post primary revision surgery for knee laxity. The surgeon implanted a more constrained liner successfully.